Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the bdu cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).